Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No further information could be obtained.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No further information could be obtained.